Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the system has poor ultrasound image quality resulting from a raining effect on the screen was confirmed. There is interference in the bottom of the image box. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported the system has poor ultrasound image quality resulting from a raining effect on the screen. As a result, reportedly unable to visualize vessels on the ultrasound image.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported the system has poor ultrasound image quality resulting from a raining effect on the screen. As a result, reportedly unable to visualize vessels on the ultrasound image.